Event description:
In 2003, the patient was treated for infra-renal aortic stenosis with gore excluder aaa endoprostheses. Approximately one year later, the stent grafts and iliac arteries were partially occluded. The devices were explanted, and a bifurcated surgical graft was placed as a bypass from the infrarenal aorta to the femoral arteries. The patient tolerated the procedure, and was doing fine with no complications at his last follow up in 2009.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot mel all pre-release specifications.